Event description:
The us customer reported inconsistent staining; some qc slides were affected. The field service engineer (fse) found that the syringe and stopcock was knocked loose causing the inconsistent staining. The fse reattached the syringe and stopcock. Testing could be completed on another autostainer. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.